Event description:
In 2008, the patient stated that her insulin tubing separated at the luer connection on two days earlier, and her blood glucose elevated to 480 mg/dl and she felt "rotten" and had a headache. She changed the infusion tubing, headset, and cartridge and bolused 6 units of insulin to lower her blood glucose. Later in the night her blood glucose decreased to 262 mg/dl. The infusion tubing had been in use since on the month before. She stated that she has experienced separated infusion tubing 6-7 times in the last "couple" of months. She stated she changes her headset every 3-4 days and her infusion tubing once a week. She was advised to change her headset every 3 days and her infusion tubing every 6 days. She reported her blood glucose measured 24 mg/dl the morning of original date, and she drank orange juice. She stated that she "has trouble with it in the mornings." Her normal blood glucose level is 150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.